Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Seizure after blood sugar above 500 [hyperglycaemic seizure]. Pen release quickly and stop working [device malfunction]. Pen sometimes over inject [incorrect dose administered by device]. Sugar drops low [blood glucose decreased]. Hemoglobin a1c was 11.5% and 11.9% [glycosylated haemoglobin increased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "seizure after blood sugar above 500" in (B)(6) 2015, "pen release quickly and stop working" in (B)(6) 2015, "hemoglobin a1c was 11.5% and 11.9%" beginning in (B)(6) 2015, "pen sometimes over inject" with an unspecified onset date, and "sugar drops low" with an unspecified onset date and concerned a (B)(6) male patient who was treated with suspect drug novolog flexpen (fast acting insulin aspart) from an unknown start date in 2010 and ongoing and used suspect device novofine 30g needles from an unknown start date, both due to "type 2 diabetes mellitus". (B)(6). Medical history included type 2 diabetes mellitus (duration not reported), abnormal blood pressure, pain, hyperglycemic seizure (in 2013), hyperglycemic seizure (in 2014) and high cholesterol. Concomitant products included lantus (insulin glargine), aspirin (acetylsalicylic acid), simvastatin (simvastatin) and unspecified medications for abnormal blood pressure and pain. In (B)(6) 2015, the patient was using novolog flexpen and experienced a blood sugar above 500 mg/dl as the pen released quickly and stopped working. The patient experienced a seizure in (B)(6) 2015 after blood sugar went above 500mg/dl with his legs shaking and he fell on the ground. The patient was hospitalized for four days in (B)(6) 2015 and treated with intravenous fluids. The patient recovered from the seizure and increased blood sugar in (B)(6) 2015. In (B)(6) 2015, the patient's hemoglobin a1c was 11.5 %. The patient also mentioned that the increased blood sugars were due to poor diet. The patient also stated that his sugar goes from 200-500 mg/dl and his a1c was 11.9% on unspecified dates. The patient further reported that the pen sometime over injects and causes sugar to drop as low as 24 mg/dl. Action taken to novolog flexpen was reported as no change. Action taken to novofine 30g was not reported. In (B)(6) 2015, the outcome for the event "seizure after blood sugar above 500" was recovered. In (B)(6) 2015, the outcome for the event "pen release quickly and stop working" was recovered. The outcome for the event "hemoglobin a1c was 11.5% and 11.9%" was reported as recovered in (B)(6) 2015 the outcome for the event "pen sometimes over inject" was not reported. The outcome for the event "sugar drops low" was not reported. This case is linked to (B)(4). Investigation results name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - (B)(4) visual and functional examinations were performed. The returned device has been examined and found to function normally. When using a new needle there was no problem in using the device. The force required to depress the push-button was measured. The result was within acceptable limits. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novolog flexpen prefilled syringe 100 units/ml (u-100) 3 ml - (B)(4) visual and functional examinations were performed. One device has been separated due to small amount left, in order to investigate the internal parts. Internal parts functions well. The other 2 returned devices have been examined and found to function normally. When using a new needle there was no problem in using the devices. The force required to depress the push-button was measured on one pen. The result was within acceptable limits. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the products it has not been possible to detect any irregularities. The products were found to be normal. However 1 pen has a gap between the rubber piston and the piston rod, which was equal to or above 35 u. It was recommended to use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the pen without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the pen. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. The observed problem was due to a handling error. Name: novofine 30g 100 needles - batch unknown microscopic examination performed. 3 used needles with bent front needle, and 1 used needle with a hook on front needle. Four (4) needles, which has been used for injection by the user, were blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. The needle was labelled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the 'air shot' procedure described in the instruction leaflet any problem with the needle would be discovered before use. The observed problem with the needle was due to incorrect handling during use. Furthermore the returned 4 needles were found to be bent. The used needle had a damaged needle point. The observed fault was a result of accidental damage during use and could not be related to any novo nordisk processes. Needle points were very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles were for single-use only. The observed fault was a result of accidental damage during use. Company comment/final manufacturer's comment: on (B)(6) 2016: the event of hyperglycemic seizure is listed according to the novo nordisk procedure for insulin products. Hyperglycemic events can occur in diabetic patients on anti-hyperglycemic agents and dosage adjustments may be required in order to avoid possible subsequent complications. The dosage is individual and determined in accordance with the needs of the patient. It was reported by the patient that the increased blood sugars were due to poor diet. Based on the investigation result of the returned needles, the fluctuation of blood glucose is also assessed as possibly related to the incorrect use of the needles. The needle was labelled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the 'air shot' procedure described in the instruction leaflet any problem with the needle would be discovered before use. The investigation showed no abnormal finding on the flexpen. Reporter comment: the patient declined to provide healthcare provider contact information for further follow-up. Continued: evaluation summary novofine 30g 100 needles - batch unknown. Microscopic examination performed. 3 used needles with bent front needle, and 1 used needle with a hook on front needle. Four (4) needles, which has been used for injection by the user, were blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. The needle was labelled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the 'air shot' procedure described in the instruction leaflet any problem with the needle would be discovered before use. The observed problem with the needle was due to incorrect handling during use. Furthermore the returned 4 needles were found to be bent. The used needle had a damaged needle point. The observed fault was a result of accidental damage during use and could not be related to any novo nordisk processes. Needle points were very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles were for single-use only. The observed fault was a result of accidental damage during use.